Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The returned device data was thoroughly analyzed. The analysis confirmed the clinical observation, the device switched to the battery status 'eri' on (B)(6) 2014. Furthermore, it was documented that the pacemaker was programmed to high output parameters, representing a high current program. It is assumed that these high output settings might have contributed to the eri status. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the data available for an analysis no definite conclusion can be drawn. However, it cannot be excluded that the high output settings contributed to the event.

Event description:
Ous MDR - after an implantation period of about 19 months, the pacemaker indicated a battery depletion. Furthermore, a loss of capture reported. A possible lead malfunction (brand name + serial number were not reported) was suspected. Lead and pacemaker were replaced on (B)(6) 2014 and not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The header of the pacemaker was visual inspected, revealing no anomalies. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. During the analysis the pacemaker was successfully interrogated and the pacemaker's memory content was analyzed confirming the clinical observation. The device switched to the battery status ¿eri¿ on (B)(6), 2014. Furthermore, the battery holster was evaluated indicating no elevated current consumption. The battery voltage was as expected for a fully charged battery. Therefore, a reset of the ¿eri¿ status was successfully performed. Subsequent interrogation yielded the battery status ¿ok¿. A stress test under different temperature environments was performed. The battery status of the device was as expected. During a detailed investigation of the returned device data it was noticed that the battery status was not triggered by a permanently depleted battery. Moreover, a combination of a temporary slight and reversible drop in battery voltage as well as an extreme high current consumption program (6.0v @ 1.5ms) triggered the battery status ¿eri¿. In summary, the analysis revealed that the battery status ¿eri¿ was not declared by a premature battery depletion. Instead, a temporary drop in supply voltage in combination with an extreme high output program led the device to switch into the battery status ¿eri¿.

Event description:
Ous MDR - after an implantation period of about 19 months, the pacemaker indicated a battery depletion. Furthermore, a loss of capture reported. A possible lead malfunction (brand name + serial number were not reported) was suspected. Lead and pacemaker were replaced on (B)(6) 2014 and not returned to biotronik. No adverse patient side effects have been reported.